Event description:
It was reported that at device change-out, externalized conductors were observed via fluoroscopy, all electrical measurements were normal. The lead remains implanted.

Event description:
New information received notes that lead was capped.

Manufacturer narrative:
No medwatch form was received.